Event description:
It was reported that the bd 20ml luer lok syringe had a hole on the barrel. The following information was provided by the initial reporter: defective syringe (hole on the barrel)

Manufacturer narrative:
H6: investigation summary sample and two photos received by our quality team for investigation. Through visual evaluation, a hole on the barrel near the top of the syringe is observed. A device history review was performed for the reported lot 2326623, maintenance record related to the incident was identified. Based on the teams investigation, root cause is associated with the molding process.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml luer lok syringe had a hole on the barrel. The following information was provided by the initial reporter: defective syringe (hole on the barrel).